Manufacturer narrative:
(B)(4)

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that the system battery (alarm panel) light turned red when the test button was pressed. This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The css console was returned to syncardia for evaluation. The customer experience relating to the inability of the css console to pass the backup battery test of the console checkout procedure was reproduced at syncardia. While depressing the battery test button on the alarm panel for 10 seconds, the indicator light flashed from green to red after four seconds. The root cause was that the css console batteries could no longer hold a charge. Css console batteries are consumable items that need to be replaced when they are left in a discharged state for an extended length of time, leading to sulfation of battery cells - whether due to lack of use, down-time for service, or due to charging system malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that the system battery (alarm panel) light turned red when the test button was pressed.